Event description:
It was reported that the right ventricular lead displayed oversensing with a high number of short v-v intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Manufacturer narrative:
The partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.